Event description:
It was reported that a user¿s dexcom g7 sensor failed to pair with the ilet pump, while glucose readings were visible on the dexcom receiver, and a pairing failed alarm was noted on the pump; troubleshooting included verifying the pairing code, restarting devices, toggling sensor type, and disabling nearby bluetooth sources before a new pairing attempt showed a warmup period on the pump, indicating resolution of the pairing failure related to intermittent communication with the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem identified between the g7 sensor and the ilet, consistent with an intermittent communication failure involving the antenna/electrical and magnetic componentry. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.